Manufacturer narrative:
Pc-(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
Pc-(B)(4). An unopened sample was returned for analysis. During the visual inspection of sample, no defects were found on the package. The sample was opened and the swage and attachment area were as expected. The suture was dispensed without problems and examined along of the strand and no defects or needle pull were observed. The sample was tested by needle pull and meet the finished goods requirements. Per the condition of the representative sample, no attachment defects or performance-pull off suture needle was found and the tested needle/suture combination met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. During use, the needle pulled-off. No adverse patient consequences were reported.